Event description:
The customer stated that she was hospitalized multiple times for low blood glucose levels. The reported blood glucose reading at the time of the call was 66 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.